Manufacturer narrative:
The company service representative examined the system and found that it met specifications. The complaint history was reviewed and there were no other complaints reported for this system. There were no other service calls for this system that were related to the reported event. The root cause for the complaint could not be determined. The company service representative checked the system and it met specifications. The user facility later reported that they determined the problem was due to operator error. The product corrective action team has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate.

Event description:
The surgeon reported that during a procedure on the right eye, the phaco power would stop in the middle of a pass. The handpiece was withdrawn and worked when checked in a vial of water. When the handpiece was reinserted, it would work for a short time, and then would quit. The needle was tightened, the tubing changed, and the handpiece was changed, but the problem persisted. Subsequently, a posterior capsule tear occurred. The surgeon state that the fact that the phaco did not work correctly required additional manipulation, which contributed to the posterior capsule tear. The vitreous prolapsed into the anterior chamber, and a mechanical vitrectomy was performed. The lens was implanted in the sulcus. The surgeon used sutures to close the incision. The facility returned a questionnaire stating that the event was determined to be " operator error."